Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device a was returned with the jaw ramp broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. The analysis results for the el5ml instrument b found that it was returned with two malformed clips in the jaws in addition, the instrument was noted to be empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the insturemnt was retuned empty. No conclusion could be reached as to what may have caused the clip formation issue. The analysis result for the el5ml instrument c found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.